Manufacturer narrative:
Outcomes attributed to adverse event: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additionally, low flow alarms could not be confirmed as no log files were provided for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) with no further reported issues. The heartmate 3 lvas IFU lists pump thrombosis and bleeding as adverse events that may be associated with the use of the device. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, the IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had to return back to the operating room for a thrombus on the outside of the right atrium. There were low flow alarms. When the patient returned back to the operating room, the chest was opened. The thrombus on the outside of the right atrium was visualized and removed. There was blood leaking from the hm 3 outflow graft anastomosis which caused the thrombus on the outside of the right atrium. The area that was leaking was sutured to prevent further bleeding. After these interventions, the patient's status improved and hm 3 pump parameters returned back to normal limits. The hm 3 was operating as expected. No additional information was reported.